Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based upon the information provided, there was no indication of a hardware or general reagent issue.

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was < 0.02 ng/dl and when repeated the result was 0.8 ng/dl. The result of 0.8 ng/dl was reported outside the laboratory. The patient was not adversely affected. The ft4 reagent lot number and expiration dates were requested, but were not provided.

Manufacturer narrative:
On (B)(6) 2014, the customer received a questionable free thyroxine (ft4) result for another patient sample. The initial result from the primary tube was < 0.023 ng/dl. The repeat result when tested in a sample cup was 1.57 ng/dl. This result was reported outside the laboratory. There was no adverse effect to the patient. The field service representative checked the analyzer and performance testing was acceptable.